Event description:
It was reported that during a procedure involving the endoclip iii 5mm applier, clips got stuck in the first clamp, and the second device's input no longer worked with a clip visible on the side. To resolve the issue, a third device was opened and worked correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: 176630, 176630 endoclip iii 5mm applier (lot#:j3m2358y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), d9 (return date), g1 (MFR contact first name, last name, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the clip advanced into the jaws, but improperly formed into a tear drop shape after full formation was achieved and the firing handle was released. The handle did not return to the neutral position and part of the jaw assembly was found to be fully protruding from the shaft. A manufacturing assessment was performed for this even and concluded related to the complaint. It was reported that the clips got stuck in the first clamp, and the second device's input no longer worked with a clip visible on the side. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was a partially formed clip was present between the jaws of the instrument. Visual inspection noted that a partially formed clip was present between the jaws of the instrument. The product analysis noted evidence that the device was not used as intended. This issue can occur if an attempt is made to apply a clip after it has been properly loaded in the jaws and forced back into the shaft as the jaws are closing causing a malformed clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.